Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's scs lead was unable to deliver therapy due to the lead having high impedances. The abbott representative attempted reprogramming around the impedances but was unsuccessful and therapy was not restored. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient's scs lead was unable to deliver therapy due to the lead having high impedances was reported to abbott. The abbott representative attempted reprogramming around the impedances but was unsuccessful. As a result, the patient's lead was explanted, replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.